Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. During visual inspection, a damaged motor cover, encoder cover and patient head restraint bracket were observed. The autopulse platform is a reusable device and was manufactured in 2004; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated multiple error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) ; however, the customer reported complaint of error message "system error, out of service, revert to manual CPR" was not observed. The platform failed the initial functional testing due to error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) displayed during power up. The load cell characterization was performed and one of the load cell module was found defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The motor cover, encoder cover and head restraint bracket were replaced. The defective load cell module was also replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) was displaying an error message " system error, out of service, revert to manual CPR" . No patient was involved.